Event description:
As reported by the user facility: (B)(4), unknown lot number needle stick. The customer stated, "the nurse successful started the IV and placed the stylet back into the start kit packaging. The packaging was picked up by the nurse's middle finger and thumb. The nurse was stuck in the middle finger." The pt was (B)(6). Other than usual protocol for needle sticks, no other treatment was done. No samples. Reference MFR report # 9610825-2013-00360.